Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 3016098. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that patient experienced adverse event when bd intima-ii¿ closed IV catheter system was used. The following was translated from chinese to english: superficial vein indwelling using a closed venous cannula. The patient developed phlebitis, which was treated symptomatically and repunctured.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that patient experienced adverse event when bd intima-ii¿ closed IV catheter system was used. The following was translated from chinese to english: superficial vein indwelling using a closed venous cannula. The patient developed phlebitis, which was treated symptomatically and repunctured.